Event description:
The patient presented with a high fever and confusion following previous dental work. The patient had positive cultures for streptococcus bovis and was treated and discharged with IV antibiotics as an outpatient. Tee at that time revealed aortic insufficiency. Approximately, one month later he presented with congestive heart failure, pulmonary edema and fever. A repeat tee revealed a large abcess and a perivalvular leak. The valve was explanted and another manufacturer's valve was implanted. The patient was reported as stable.